Event description:
The customer reported the suction valve of the evis lucera colonovideoscope was stuck. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was not confirmed. Evaluation did find that water tightness was lost due to damage on the up/down knob, the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, the up/down knob did not move smoothly due to deformation, the bending section cover adhesive was chipped, the water removal ability did not meet the standard value due to clogging of the nozzle, the connecting tube was wrinkled, the light guide and objective lenses were discolored, the air/water cylinder was corroded, the image had a partially dark area and a flare occurred due to a scratch on the objective lens, the suction cylinder was shaved, the control unit was discolored, the electrical connector was discolored due to water leakage, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". "[Inspection of endoscope] 9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] when using the air/water button 1. Check that water flows over the entire endoscopic image when the air/water supply button hole is blocked with a finger and the button is pressed." Olympus will continue to monitor field performance for this device.